Event description:
It was reported that during a stenting treatment procedure, a catheter shaft was broken. Vascular access was obtained via the right femoral artery. The target lesion was located in a severely tortuous, severely calcified mid left anterior descending artery. The 8 x 2.75mm omega stent delivery system (sds) was selected, but when friction was encountered while introducing the sds into the guide catheter, the shaft of the sds broke approximately 15 cm from the hub. The broken shaft was contained within the guide catheter. The physician retrieved the broken sds without difficulty and completed the procedure with another omega stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed that the balloon was tightly folded with the stent secured on the balloon. The hypotube was broken off 41 cm from the strain relief and kinked 2 and 6 cm from the proximal end of the separation. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device revealed that the shaft was damaged with a wavy appearance. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a catheter shaft was broken. Vascular access was obtained via the right femoral artery. The target lesion was located in a severely tortuous, severely calcified mid left anterior descending artery. The 8 x 2.75mm omega stent delivery system (sds) was selected, but when friction was encountered while introducing the sds into the guide catheter, the shaft of the sds broke approximately 15 cm from the hub. The broken shaft was contained within the guide catheter. The physician retrieved the broken sds without difficulty and completed the procedure with another omega stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).